Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the telemetry strip shows a torsades like rhythm that starts with a premature ventricular contraction (pvc) and a ventricular pace. The physician believed that the ventricular pace may have contributed to the patient being in a torsades rhythm. It was noted that the patient has a history of torsades arrythmia's. Boston scientific technical services (ts) was consulted and review the telemetry strip. Ts noted that the atrial pacing spikes march out perfectly until ectopy starts and discussed programming options. The physician opted to shorten the atrial ventricular delay and adjust the patient's medication. The patient was then transferred to another hospital due to unrelated health concerns. The device remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Approximately one and a half years later the cardiac resynchronization therapy defibrillator (crt-d) was explanted during a lead revision procedure and the patient was upgraded to a df4 device.